Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, smart remote manager was not working, there was no temperature reading and all drawer was unlocked. User tried reboot but failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator locking system was not working. A field service engineer worked on the locking system. The handle assembly was replaced, and functionality was confirmed. The unit was working properly. The system functioned as intended after the field service engineer repaired the device.